Event description:
The initial reporter received a questionable a1c-3 tina-quant hemoglobin a1c gen.3 result from one patient sample tested on the cobas c513 analyzer commercial system. The initial result was reported outside of the laboratory. The physician noted it was high and ordered a rerun on the same patient sample. The initial result was 8.1%. The repeat result was 5.6%. The reporter stated that another sample was drawn from the patient on (B)(6) 2023 and the result of this sample confirmed the repeat result of 5.6%. The reagent lot number is 629580. The expiration date was requested but not provided.

Manufacturer narrative:
The last calibration performed on 27-feb-2023 (prior to the event) was within specifications. The qc was noted to be erratic surrounding the date of the event. The alarm trace contained multiple calibration errors on the date of the event. Multiple calibrations performed on the date of the event had "std e" alarms. The field service engineer inspected the analyzer and found the sodium hydroxide (naoh) solenoid valve and naoh tygon tube were defective. He noted that during the cell detergent prime procedure, there were air bubbles in the tygon tubing and crystallization build-up around the valve. He then replaced the tygon tubing and solenoid valve. He also replaced one of the sample probes and confirmed the alignments. He also adjusted the internal and external probe rinse and rinse mechanism fluids. He also performed decontamination of the analyzer and made a few more adjustments after this procedure. He performed an instrument check with successful results.  After service, no further issues were reported by the customer.  The investigation determined the service actions resolved the issue.